Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) was returned to zoll for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). Visual investigation found that the head restraint bracket was damaged and some of the housing screws along the partition cover were missing. Further examination also found a sticky clutch plate. Review of the archive found multiple user advisory 41 (patient temperature sensor failure) error messages on the date of event ((B)(6) 2016). Functional testing could not be performed due to the ua41 error message upon powering on the device. Further investigation found that the fault was intermittent between the temperature sensor connector and power distribution board (pdb) connector. To avoid the reoccurrence of ua41, the temperature sensor was replaced. The platform was functionally tested and with a lrtf (large resuscitation test fixture, equivalent to 250 pounds patient) for approximately 45 minutes and no fault found. In summary, the primary complaint was confirmed. The autopulse platform is a reusable device and was manufactured on 03/28/2005. Therefore, this type of issue is characteristic of normal wear for the life of the device. Additional repairs and updates were completed unrelated to the reported complaint to ensure that the autopulse platform is functional without issue. The head restraint bracket, battery partition cover, and sticky clutch plate were replaced. The pdb and processor board are up to date. The platform passed all final testing criteria.

Event description:
It was reported that the autopulse platform (s/c: (B)(4)) displayed a user advisory 41 (patient temperature sensor failure) error message. There was no patient involvement reported.